Manufacturer narrative:
It was reported that a 64-year-old male patient with history of enlarged left ventricle with a large scar, aneurysm and small right ventricle, underwent a ventricular tachycardia (vt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Additional information was received (B)(6)2020 indicating extended hospitalization was required.b2 of this report has been checked off. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old male patient with history of enlarged left ventricle with a large scar, aneurysm and small right ventricle, underwent a ventricular tachycardia (vt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Transseptal puncture was performed with a brk transseptal needle using intracardiac echo (ice). During the procedure, it was noted under ice that the guidewire and catheter were found to be in the left atrial appendage (laa). Using 50w of power, homogenation of the scar was completed. The patient was in incessant vt, and once the vt stopped, the patient¿s blood pressure dropped to 80 mmhg. Ice did not reveal a pericardial effusion. The patient was moved to the intensive care unit (ice) in critical condition. A couple of hours post-procedure, cardiac tamponade was confirmed, and pericardiocentesis was performed to drain 700cc of fluid from the pericardial space. The patient remained in the ICU for a few days until his condition improved and became stable. The physician is uncertain of what caused the perforation. The possible sources are right ventricle (rv) perforation from ice catheter, needle perforation during transseptal puncture, or rmt catheter puncture during manipulation in the left ventricle (lv) in an aneurysmal apex, or during ablation in the lv apex. The perforation was discovered a couple of hours post procedure. Physician believes a venous or rv bleed or a small puncture during transseptal needle puncture, is more likely. There was no evidence of steam pop during the ablation. The catheter irrigation was set between 15-30ml/min. The parameters for stability used with the visitag module were range 1.5mm and time 5sec. No additional filters were used. Time (0-10s) was used prospectively as color option. This event is being conservatively reported under the bwi ablation catheter since the physician is unclear on the causality of the event and stated the perforation could have occurred during ablation to the lv apex.